Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 304 (mg/dl). Customer administered a correction bolus to treat the bg level. Reportedly, contact stated that the customer's bg level has decreased in the past hour, but believes that it hasn't decreased as quickly as they would like. Recommendation was made to consult with health care provider to discuss diabetes management.